Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, severe dysgeusia and dysosmia, weight loss, dehydration and hospitalization occurred. One month post the deployment of a unknown size taxus stent, the patient began experiencing severe dysgeusia and dysosmia. The patient has lost 40 pounds and has been hospitalized secondary to dehydration. Everything he puts in his mouth is repulsive with regards to taste and smell. The patient also had a gastrointestinal illness at that time and had elevated pancreatic enzymes. The dysgeusia has become progressively worse since that time. A diagnostic workup has not shown anything wrong. The relationship of the device to the event is unk. No add'l info is available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.